Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 1822565-2017-02701 and 1822565-2017-02704. Concomitant medical products: femoral component precoat size d right catalog #: 00575001402 lot #: 61131054, tibial component pegged precoat for cemented use only size 4 catalog #: 00597003502 lot #: 61170902, and all poly patella size 29 mm dia. Standard 8.0 mm thickness catalog #: 00597206529 lot #: 61222133. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Discarded.

Event description:
It was reported the patient underwent a left total knee arthroplasty. Subsequently, the patient experienced stiffness, instability, and pain with activities and night pain. Patient used a cane to ambulate. Subsequently, patient underwent a revision procedure approximately eight years post-implantation. The femoral, articular surface, and tibial component were removed and replaced. Additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Device history record was reviewed and no discrepancies relevant to the reported event were found. There was an x-ray analysis however the root cause for pain cannot be determined as the necessary information to adequately investigate the reported event was not provided. All package inserts include the adverse effect of pain. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-02701, 02704, and 08668.